Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that one of the spindle on the blue housing of the instrument was very loose. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the input disc was loose and spins freely due to the pitch cable being severed at the distal clevis hub of the instrument. An additional observation not reported by site was the pitch cables was found to be broken at the distal clevis hub. The input wheel corresponding to pitch spins freely due to the pitch cable being broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.